Event description:
The issue reported involved a problem with the battery, which depleted and interfered with therapy. There was no reported impact to the customer's blood glucose level. The patient declined a follow-up from customer technical support, and no further information was obtained. It was noted that the customer was out of warranty and in the process of renewal.